Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer had a sensor glucose and blood glucose difference issue on sensor of the insulin pump. The customer's blood glucose level was 165 mg/dl. It was explained to the customer that their may be a lager difference after meal, bolus delivery or when arrows present on sensor graph. The customer stated that the tip of cannula is bent. The customer was advised after the troubleshooting was performed to remove sensor and will replaced it. The patient was requested to return the sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.